Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 600 mg/dl, and ketones. Customer was treated with intravenous insulin, magnesium and potassium, and was released from the ER 12 hours later. Upon being released from the ER, the customer's bg level was 199 mg/dl and the customer was ¿stable¿ condition. Reportedly, insulin was not observed to be exiting the infusion set tubing. Customer reverted to manual injections for insulin therapy.